Manufacturer narrative:
Concomitant medical products: product ID: 3898, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the there was an impedance problem on breach cable at the stimulator entry due to a direct trauma. There was a reappearance of pain after stimulation stopped. It was unknown what led to the event. No diagnostics or troubleshooting was performed. Hospitalization occurred from (B)(6) 2015- to change all the stimulation system. The change of the stimulation system occurred on (B)(6) 2015. The issue resolved at the time of report. The patient's status at the time of report was alive with no injury. The event was resolved. The event was not related to the device or procedure. The new device worked properly with good relief of the patient. Relevant medical history included: chronic neuropathic pain, chronic radiculalgia.